Event description:
Additional information received indicated patient underwent surgical intervention wherein both the leads were explanted and replaced with new ones. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-17067. It was reported patient was unable to increase amplitude and the stimulation was decreasing on its own. X-rays indicated that the leads had migrated, and impedance check were showing high impedances. As a result, to address the issue surgical intervention may be expected to address the issue in the near future.